Event description:
An infection was reported. It was indicated that the patient developed a wound and was hospitalized; date not reported. Drug delivered via the device was baclofen. The patient¿s dose was titrated down and on (B)(6) 2013. Pump and catheter were explanted; patient was on 2000mcg/ml and had been weaned down to 70mcg/day prior to explant . It was unknown if the pump and catheter were replaced. The patient¿s wound was washed out and debrided. The patient was placed in ICU (intensive care unit). The patient status at the time of the report was ¿alive-with injury.¿ additional follow-up noted that patient had fever, pain, redness at site of pump and had been treated for uti (urinary tract infection).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).